Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it is difficult for the charging cable to be connected into the usb port. The customer's blood glucose level was 179 mg/dl. Customer declined to further troubleshoot with tandem technical support.